Manufacturer narrative:
(B)(6). (B)(4)

Event description:
The customer stated that when scanning a patient barcode, accu-chek inform ii meter serial number (B)(4) scanned the wrong patient information and associated test values for this wrong patient to the patient whose barcode was scanned. The user did not scan the patient's wristband. The information was scanned from the patient's chart. The user scanned barcode (B)(6) and did not confirm the patient information present on the meter at the time of testing. Patient information from (B)(6) was associated with the scanned barcode along with glucose results of 12.50 mmol/l and 10.9 mmol/l. Patient (B)(6) is a patient from (B)(6) who is deceased. No adverse events were alleged to have occurred. The customer's meter along with the barcoded paper that was scanned were requested for investigation.

Manufacturer narrative:
The customer's meter was returned for investigation, but the affected barcode was not provided for investigation. Retention barcodes with the following codes were checked 5 times each on the customer's meter and no errors were received: code 39, codabar, code 93, code 128, ean 13, interleaved 2/5. The investigation was unable to find a definitive root cause. (B)(4).